Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched on screen making it harder to read. Customer's blood glucose level was unknown. Customer reported that the insulin pump had no delivery alarm. Customer reported that the insulin pump reject new battery and failed battery test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge or battery lasts less than expected anomaly and no failed battery test alarm noted. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.